Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's leg was getting weak, which started about 4-5 weeks ago around christmas. The patient called a rep and stated a possibility. The rep called back and told patient to shut off stim for a few days and now patient was getting pain down legs again just like the pain before scs device was placed. Patient reported the rep stated they needed to be recalibrated. Additional information was received from the patient who reported something was wrong with their stimulator. Patient reported that they had fallen 4 times and were very weak. No symptoms reported. No further complications were reported/anticipated. Additional information was received from a health care professional regarding the patient. It was reported the cause of the legs getting weak and the fall was determined to be that there was severe stenosis at l2-l3 with myelopathy secondary to disc herniation. Surgical intervention will be taken to resolve the weak legs and the fall. At the moment, the weak legs and fall have not resolved. They will reevaluate at follow-up post-surgery. There were no further complications reported or anticipated. Additional information was received from the consumer. It was reported that the patient had a fall in november and pinched in a nerve in their spine. The patient was going to have surgery in april and that should fix the problem. No further complications were reported/anticipated. Caller mentioned during call that the patient had fallen down and needed some work done on her back and the surgeon cut the lead wires. Caller said it worked for a year or two and then medtronic techs still tried to work through one wire and it wouldn't work so patient had surgery in september to have a new one put in.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the manufacturing representative (rep) indicated that the patient weight at the time of the event was 155 lbs. The device was disposed at the hospital.